Event description:
The customer contacted stryker to report that buttons on their device's main keypad were not responding. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's main keypad assembly and small keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.